Event description:
The customer reported the system failed to power up. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors on the power supply and table generator interface printer circuit board were reseated. The system was then found to be operating as intended.